Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated out of incision site and fell out of the patient's body. The icm was replaced. No patient complications have been reported as a result of this event.